Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The stapling devices were being applied to the rectal stump for closure. The reload was loaded and tried to fire after approximation. The stapler was loaded properly and checked before firing. The surgeon was able to push the green button but was not able to squeeze the handle. The reload did not fire. When exerting pressure to continue firing, the stapler broke into pieces during reticulation. A few staples deployed, but got jammed and stuck when the stapler handle broke. The blade did not act. Able to pull the knob and open the jaws to remove the reload. It was difficult to unload the reload. Took almost one hour waiting for a new stapler. A new reload was also used to complete the case. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient harm. The patient outcome is alive, no injury.